Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm. Customer also stated that when they removed the reservoir from insulin pump, the insulin pump was exposed to insulin and they tried to rewind the insulin pump for several times and it did not allowing her to complete the rewind. Customer stated that there was fluid in the reservoir compartment. Customer stated that the leak was from the reservoir. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer also stated that the insulin pump received pump error alarm. Customer was able to clear the alarm; however not able to rewind the insulin pump. Customer was not able to continue with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.